Manufacturer narrative:
On june 20, 2018, a zoll clinical application specialist evaluated the thermogard xp ivtm system (B)(4) at the user facility. Wet air-traps were observed. The air-trap sensors were dried out and the thermogard console was tested for functionality. Console was run for over 1.5 hours without a problem and air was detected perfectly. The root cause was due to wet air-trap sensors. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints for thermogard xp ivtm system serial number (B)(4).

Manufacturer narrative:
The product has not been returned for evaluation. A supplemental report will be filed when the product is received and investigation has been completed.

Event description:
As reported, the thermogard xp ivtm system with unknown serial number got an airtrap alert sound while it was waiting for service and not in use. The nurse has mentioned of fluid on the floor. The ward was called upon to check the problem but since the catheter, start up kit (suk) and nacl (saline) were already disposed therefore, searching/finding the failure could not be performed. The console was not in-use, no patient involvement.